Event description:
It was reported that during a right hemi colectomy procedure, the surgeon set the retaining pin, turned the adjusting knob to have the line in the gap setting scale between the blue and green scale then squeezed plastic to plastic with a click sound. Surgeon did not wait for 15 seconds, started cutting the excess skin off the anastomosis and released the trigger release button. There were no staples in the anastomosis and there were no staples which they could see in the stapler cartridge. The case was delayed for 15 min. As surgeon hand stitched the anastomosis closed. The patient did not require any additional blood. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.